Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 03. Sought medical attention for redness and swelling at the piercing site the following day. Was admitted to the hospital at that time and i.v. Antibiotics were administered. Was discharged the following day and was continued on oral antibiotics.